Event description:
It was reported that, the pt got a laparoscopic total hysterectomy + right adnexectomy. There was abdonimal vaginal bleeding 14 days after this initial surgery. Pt examination revealed a vaginal cuff dehiscence. Vaginal cuff was closed via vaginal route." Pt was hospitalized and required add'l procedures. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: complaint (B)(4); item #sxpd2b409 stratafix spiral pdo knotless tisue control device. 2fs-2 3-0 undyd monoderm 30x30, lot: bsf530.